Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, but the same malfunction code recurred, prompting cts to replace the pump. The customer¿s warranty was verified, and arrangements were made to change the email to resolve email link issues.